Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 600mg/dl. The caller stated that he was throwing up and she will take him to the hospital. Assisted the customer with removing the reservoir and rewinding the device. Ran a manual prime and the insulin did exit. The wife stated that the customer had high glucose all day, and he has been wearing the same infusion set for two days. Instructed the customer to remove the cannula and it was not bent. Two days later the customer called back to report being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl, and he was treated with manual injections. The customer declined to continue testing and requested that the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.